Event description:
During a lap tubal procedure one fallopian tube was cut as the ring applicator fired incorrectly. The surgeon used cautery to seal the cut tube, the ring went on the other tube correctly. No longer hospitalization stay needed for the patient.

Manufacturer narrative:
The results of our investigation are inconclusive. The device was built in may 2004. The deformed tongs and nicked inner tube are not characteristic of typical use. Due to the nature of this device being reusable it is not possible to determine with confidence, that the noted damaged components were a result of manufacturing issue or design issue after 7 years in the field. It is also important to note that per instructed by the IFU which is supplied with the device that the device should be inspected prior to each use as detailed in section 7.2.